Event description:
A malfunction alarm labeled as malf 12 was reported, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer in successfully resetting the pump. The customer was instructed to continue using the pump and to call back if the malfunction code recurs.